Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The initial reporter of problem was hospital engineering department. The correction of h4 manufacture and h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2020-01-20. Corrected h4 manufacture date: 2020-01-22. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the upper structure of the lamp light had separated from the lower structure of the light, causing a high risk of falling. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. The light head lucea 50 is conforming to the standard iec 60601-2-41 ed 2 and therefore the light head handling can not be the reason of this breakage in a normal use. Only abnormal use (violent collisions, shock with another device¿) can damage this device as reported in this complaint. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 1st april, 2024 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the upper structure of the lamp light had separated from the lower structure of the light, causing a high risk of falling. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.